Manufacturer narrative:
Updated b6, b7 and d3. One device was returned for analysis. Visual inspection found a degraded downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a printed wiring assembly board (pwa) damaged and downstream occlusion was corroded. As a result, the downstream occlusion sensor, mainboard rear housing, latch and sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device gave an error code 41171. No patient involvement.